Manufacturer narrative:
(B)(4). The date of the event onset was reported as ¿since easter¿. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in bacterial peritonitis while performing automated peritoneal dialysis therapy. The breach in aseptic technique was not further specified. On an unknown date, the patient was hospitalized. Treatment details were not reported. Dianeal therapy remained ongoing. At the time of this report, the patient had recovered. No additional information is available.